Event description:
It was reported that the bronchovideoscope displayed no image. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. However, following additional reportable malfunctions were identified during the device evaluation: a foreign substance/biomaterial was found during the brush passage inspection, so the detergent solution flush of the channel from the customer was inappropriate. Based on the results of the investigation, it is likely the customer did not proceed with the instructions for use (IFU). A root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope and all accessories used with the endoscope during the patient procedure must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators". Bf-xp190, bf-p190 reprocessing manual - rc8407 01. Page 03.page 3. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.